Manufacturer narrative:
Medwatch sent to FDA on 03/08/2016.

Event description:
Additional information: symptoms resolved after 5 days of predsim.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, redness, and induration as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected by another healthcare professional to the malar region with unspecified juvederm voluma. Thirteen months later patient was injected by the reporting healthcare professional to the nasolabial folds and oral angle with juvederm volift with lidocaine. The next day patient developed swelling, redness, and induration in the malar region. Patient was prescribed predsim for 5 days and symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected by another healthcare professional to the malar region with unspecified juvéderm® voluma¿. Thirteen months later patient was injected by the reporting healthcare professional to the nasolabial folds and oral angle with juvéderm® volift¿ with lidocaine. The next day patient developed swelling, redness, and induration in the malar region. Patient was prescribed predsim for 5 days and symptoms are ongoing. Additional information: symptoms resolved after 5 days of predsim.